Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead exhibited high right atrial threshold values. Additionally, the physician confirmed loss of capture and an x-ray indicated positional movement. While no adverse patient effects were reported, intervention was necessitated for product replacement. Another boston scientific lead was successfully implanted, and this product surgically abandoned in the absence of the physician alleging a lead issue.